Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:38:05. During night drain cycle eight, the patient's ultrafiltration reading was 1241ml, indicating the home patient (hp) drained 1166ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The correction / removal number provided was in error and does not apply to this event. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv event was confirmed through event history log review. The assignable cause was determined to be insufficient drain tidal ultra filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.